Manufacturer narrative:
E1: event country: saudi arabia. Name: medtronic minimed, country: united states of america, street address: 18000 devonshire street, city: northridge, state: california, zip code: 91325-1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient had experienced high blood glucose level (297 mg/dl) which was treated with insulin pen. The patient had inserted the infusion set in the area which lacks sufficient subcutaneous tissue which might had led to bent cannula on (B)(6) 2026.